Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by a third-party service center. The customer's complaint was not confirmed. There were no ventilator inoperative alarm conditions observed in the device's downloaded event log. During the evaluation service required alarms were observed indicating a motor controller issue and a sensor offset issue requiring the system board to be replaced for these issues. Additionally, the blower assembly, muffler assembly and machine flow sensor were found to be contaminated with dust and were replaced. The air inlet foam filter was replaced per preventive maintenance specifications.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service centers investigation is complete.